Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 5 of 5 reports linked to mfg report numbers: 3013886523-2026-00015 3013886523-2026-00016, 3013886523-2026-00017, 3013886523-2026-00018. A facility reported that multiple sensors (ID 826851) produced negative readings during the period of (B)(6) 2025, through (B)(6) 2026. Clinical troubleshooting was performed at the time of use. The lead was confirmed to be properly connected and in place, the microsensor depth was verified to be correct, and the device was zeroed according to instructions for use. Despite these actions, each implanted sensor continued to display negative readings. A total of five (5) microsensors were implanted and removed and replaced due to continued negative readings. No surgical delay occurred, and the patient did not experience any signs or symptoms, or adverse effects related to the device issue. After the fifth replacement and continued negative readings, monitoring was discontinued as it was no longer clinically needed. Additional information received: implant location - "parenchyma" was the integra/codman icp monitor connected to a patient monitor - "yes, cerelink monitor." Was the patient lead always connected - "yes"

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7365400 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - there is a kink in the catheter at 14.3 cm from proximal ens. Icp express = 508, microsensor detected and zeroed without issue. The device failed the 7 day drift test (the failed drift test does not contribute to the negative pressure readings reported). Root cause - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components. Additional information received: how fast was the negative number happening? Was it going below -50mmhg? "Majority went negative right away a few on them went negative about 30 min monitoring yes, the EKG lead was on at all times." Is the hospital using the patient reference correctly? "Yes they are using the reference correctly."